Manufacturer narrative:
The last calibration performed on (B)(6) 2022 was acceptable and there were no alarms. Quality control recovery was within specifications. Upon review of the alarm trace, no relevant alarms were observed. The field service engineer checked the analyzer; there were no abnormalities. The investigation could not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the elecsys estradiol iii (e2 iii) assay on a cobas e 411 analyzer (rack system). The sample initially resulted in an e2 iii value of 924.8 pg/ml, which was reported outside of the laboratory and questioned by the physician. The patient sample was repeated resulting in an e2 iii value of 2823 pg/ml. The e2 iii reagent lot number was 590311, with an expiration date of 31-dec-2022.